Event description:
It was reported that the zimmer skin graft mesher comb was bent. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was MFR on 07/15/1997 and was last repaired on 08/14/2013 for a non-related issue. Previous repair included replacement of the comb. Eval of the device observed excessive deformation in the middle of the comb. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, side plate, and side plate bushing. Improper handling by the user most likely caused the damage to the comb. The device was serviced and returned to the customer.